Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer ((B)(4)), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The production history files were reviewed, indicating that the device was released according to the product specifications. In addition, the device was returned for evaluation and is currently under investigation. The hematoma detected as this patient is most probably related to the chronic anticoagulation treatment rather than device related. Anastomotic leakage, including fistulas, is one of the most common complications of colorectal anastomotic procedures with both staplers and compression anastomosis devices. The current cumulative leak rate following sue of colon-ring device is within the low range reported in the literature for anastomosis devices. Smoking and neoadjuvant chemotherapy, which indicated in this case, is known to be associated with an increased risk of anastomotic failure.

Event description:
The patient underwent open lar using colon-ring on (B)(6) 2010 due to rectal malignancy. On pod 7, she complained of abdominal pain on left side along with chills and fever of 38.4c. A CT scan detected a leak in the anastomosis area. Patient was re-operated on the same day ((B)(6) 2010): drains were inserted and IV antibiotic was given. The operation was determined that the diagnosis of this event is: hematoma in the pre-sacral area. While removing the colon-ring at one month follow-up, fistula from the anus to the vagina was detected.